Event description:
A nurse hung a potassium rider supplement that was to infuse over 4 hours. When entering the room 35 minutes later the nurse discovered the potassium bag to be emptied. The settings were confirmed as accurate and the height of the secondary and primary were confirmed as appropriate as well. Upon further investigation it was noticed that the primary bag contained more fluid than was expected related to the set rate.the pump was pulled from service and biomed conducted an investigation of the history. There was no problem with the alaris pump. The primary bag of 0.9 normal saline was sent to the lab and tested the bag for the presence of potassium. The bag did test positive for potassium. The patient's serum potassium level was repeated to accurately determine if the patient received the supplement. Pre-infusion the k = 3.0, post infusion the k = 3.1.====================== manufacturer response for carefusion primary IV tubing, (brand not provided) (per site reporter).====================== the clinical customer advocate opened file 300970317. "From the details you've provided below, it sounds like a check valve failure, we'd like to have you send in the set so we can try to identify the cause".